Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported his blood glucose was running high, he waited 3 days to change his infusion site, when he removed the site, it bled like crazy. Pt stated he inserted a new infusion site in the top part of his abdomen, there was no pain, but he noticed when he did the first bolus he could feel the insulin going in and his blood glucose ran high over 300 mg/dl for the next 3 days. Pt reported when he changed the site he put the site into a new location and his blood glucose is still running high. He has not received any occlusion errors. Pt stated his blood sugar over past several days have been "around the 300 mark." Pt reported his blood glucose this morning was 148 mg/dl. Pt stated he tries to keep his blood glucose under 150 mg/dl. Pt's normal blood glucose range is 60-150 mg/dl. Reviewed site rotation. Pt stated "there is scar tissue all over him because he has been doing this for over 10 years." Pt reported he changes his infusion site every 3 or 4 days and his infusion tubing is changed every other time he changes the infusion site. Advised to change the infusion site every 2-3 days and the infusion tubing every 5-6 days. Pt stated infusion adapter has never been changed. Advised to change infusion adapter every 10th insulin cartridge change. Pt reported he has a new adapter kit; stated he would change it. Advised pt on site rotation; recommended additional sites. Pt's blood glucose is within his target range at this time. On follow up call to on (B) (6) 2010, pt reported he changed the infusion adapter on his infusion device which seemed to resolve his issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.